Event description:
A report was received that the pt was explanted due to infection. The patient's symptoms included an open ipg site, pus, redness, and swelling. The physician removed the ipg and irrigated the pocket with antibiotic solution. The pt was given oral antibiotics and was reportedly doing well following the procedure.